Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error code 43169 and 45169". No adverse effects were reported.

Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. The pump was visually inspected and error code 43169 and 45169 was found on display during power up. The reported issue was verified. The pump was not able to power up and unable to download event log. Further investigation of the pump determined that a faulty microprocessor board is the cause of the issue. The microprocessor board will be replaced to resolve the issue.